Manufacturer narrative:
Corrected data: e1. Additional information: a1, b3, b6, d4(lot #, UDI). Additional information received from the customer identified the specific event information for each of the four (4) patients. This MFR. Report is now one (1) of four (4). Per the customer, direct tested nasopharyngeal sample were used for testing. Additionally, the customer reported the patient was asymptomatic. Reference MFR. Report: 1221359-2021-01740, 1221359-2021-01741, 1221359-2021-01742.

Manufacturer narrative:
Additional information: d4(UDI), h4. H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1021951 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1021951 , test base part number 190-430 / lot: 1021951. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1021951 showed that the complaint rate is 0.004%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not available.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported 4 false positives results with ID now covid-19 assay from (B)(6)2021 to (B)(6) 2021 from patients being admitted for conditions unrelated to covid-19. The samples used from the ID now covid-19 assay were collected with dry swabs. The samples collected for tests using a different system (unspecified) were used in transport media. Although requested additional information was not provided.